Event description:
It was reported that the pt underwent a thermal ablation procedure in 2005. The physician reports that the procedure was "normal". Pressure was maintained during the case, 15 cc's of d5w were required, and the pt was catheterized for the procedure. The pt had a retroverted uterus. A hysteroscopy was performed before the case started and there was nothing unusual noted. Eight days later, the pt complained of back pain and had a fever of 102 degrees fahrenheit. The pt was admitted to the hospital with a diagnosis of pyelonephritis and was placed on antibiotics. The pt had no peritoneal signs and laboratory and CT studies showed no indication of perforation or any intro-abdominal process. The pt was released from the hospital a few days later and has since recovered fully from her infection.